Manufacturer narrative:
The device and terminal pin of the rv lead were discarded at the hospital and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device replacement procedure, the setscrews were appropriately loosened and the right atrial (ra) lead was successfully removed from the device header. However, this right ventricular (rv) lead could not be removed. The terminal pin remained in the device, and the insulation became damaged such that the conductor coil was exposed. The lead was cut and surgically abandoned, and a new rv lead was implanted with the new device. The chronic ra lead remains in use. No adverse patient effects were reported.